Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("constant back ache") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("hip pain"), alopecia ("hair loss"), premature menopause ("symptoms of early menopause"), pain in extremity ("leg pains") and mood swings ("mood swings"). The patient was treated with analgesics and physical therapy. At the time of the report, the back pain, arthralgia, alopecia, premature menopause, pain in extremity and mood swings had not resolved. The reporter considered alopecia, arthralgia, back pain, mood swings, pain in extremity and premature menopause to be related to essure. The reporter commented: the patient has been to her own general practioner about ongoing problems. Over the years she had been given pain relief and had physio. Recently, it came to her attention about essure causing these problems. She didn¿t have proper follow up care after insertion. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.